Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced loss of cgm data on the ilet, followed by an occlusion alert, an ilet restart alert, and subsequent sensor-related alerts including sensor error and sensor failed while using a dexcom g7; a new sensor was applied and paired, and warmup guidance was provided. Symptoms included no reported adverse clinical effects and blood glucose not affected. Outcomes included no medical intervention or hospitalization. Investigation included real-time troubleshooting, device restart, cgm source toggling between dexcom g6 and g7, sensor replacement, and re-pairing with confirmation of pairing and warmup. Investigation of this case revealed temporary connectivity issues between the cgm and the ilet with sensor failure necessitating sensor replacement; the occlusion alert remained pending user follow-up for separate troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was intermittent cgm signal loss and a failed sensor, with the pump functioning after restart.